Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that their insulin pump had been giving multiple pump error 82 alarms. Customer also reported a critical pump error. Blood glucose level at the time of incident was 244 mg/dl. Troubleshooting did not resolve issues. Product will be returned for analysis.